Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 86mg/dl, 226mg/dl (these readings were provided in the potential medical). Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.